Manufacturer narrative:
Updated evaluation code and conclusion code grid.

Event description:
Philips received a complaint on the tempus pro indicating that the charging connector in the monitor does not hold in place.